Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Review of the device log confirms the event occurred on 3/3/2025. No consistent rhythm was detected; however, three rescues were logged, indicating that at times patient impedance briefly entered a valid range. The log shows repeated brief pad connections and disconnections, suggesting poor coupling between the pads and the patient. The device passed functional testing without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), "the device did not detect the attached electrode pads". Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.